Event description:
It was reported that a 'sof-flex pediatric double pigtail ureteral stent' was placed on (B)(6) 2024 for treatment of a pelvic tumor and hydronephrosis. The patient was discharged home but returned on (B)(6) 2024 due to the stent protruding from urethral meatus. The patient returned to the operating room where it was noted that the device had separated; the surgeon used a ureteroscope to check for any remaining stent fragments in the urethra and kidney. It was reported that the remaining pieces of the stent were removed. A replacement stent was placed and the patient was hospitalized for an additional day. The device did not perforate any part of the patient's anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k180053. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.